Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.